Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported this cardiac resynchronization therapy defibrillator (crt-d) system displayed a high out of range right ventricular (rv) pacing impedance. The out of range impedance occurred shortly after implant. No further information was available. Evidence suggests this rv lead remains in service and no intervention was performed. No adverse patient effects were reported.